Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy fluid and abdominal pain. The breach in aseptic technique was not further specified. The patient was hospitalized two days before the event onset. The patient was treated with vancomycin (given 5 days apart, intraperitoneal, dose and duration not reported) for peritonitis. The patient was discharged two days after being hospitalized. Eight days after the event onset, the patient recovered from the event. Action taken with pd therapy was not reported. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.